Event description:
On (B)(4) 2012, customer reported that the dxc 600 pro instrument generated false high sodium (na), chloride (cl), carbon dioxide (co2) and/or calcium (calc) results for 45 patient samples. Results were reported out of the lab. When results were questioned by a physician, the samples were repeated and the reports amended. Although the customer amended all reports, not all of the results exceeded assay precision claims. Customer stated that quality control (qc) for na, calc and co2 after the run of patients was out low. This prompted the lab to investigate, and they found that the ion selective electrode (ise) buffer reagent was very low. The reagent was replaced and the system recalibrated. Qc was then within range, and the previous run of samples were repeated. Customer resolved the issue by replacing the reagent and recalibrating the instrument.